Event description:
It was reported the patient experienced a loss of therapeutic effect. The patient had been to the emergency room (ER) twice for their bladder. It was also stated the patient had been to the e.r. Due to incontinence, bladder cystitis, and hardening of the bladder wall. The patient was given levaquin. It was noted the patient was on a ¿maintenance program of m, three times per week.¿ it was unclear what this referred to. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2009. Product type: programmer, patient: product ID 3093-28, lot# v208208, implanted: (B)(6) 2009. Product type: lead. (B)(4).

Manufacturer narrative:
Correction: the verbatim for patient code c64343 is bladder cystitis and hardening of the bladder wall.